Event description:
The patient reported that one week after his implant, he developed a small pimple on the middle of the incision. The pimple opened up and developed puss. The pt reported being treated with 3 different unspecified antibiotics without any improvement. He reported the pump was then explanted in 2008. He also reported that the pump was used to deliver morphine and it had not provided any relief since implant even though the hcp had been increasing his dose. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The hcp reported that the patient also had redness and swelling. The patient was diagnosed with an infection on (B)(6)2008. The primary location of the infection was the catheter track. The patient did not have meningitis. The patient had received perioperative antibiotics. The infection resolved. See manufacturers report # 6000030-2008-01362.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Event description:
It was later reported that the patient¿s pump was removed due to an infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after implant, there was ¿just a dot under the gauze¿ on the incision that was oozing and the doctor did a swab growth test.